Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: ddmb1d4 ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.